Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had changed the battery cap and the pump still did not alarm for low battery as it should have. Customer's blood glucose was 6.8 mmol/l. Customer mentioned that sometimes she had to push the down arrow button several times to get the backlight to work. Customer was advised that the backlight may not work during a low battery. Customer stated that she definitely had more than a half-full battery at that point. Customer stated that she also had issues with high blood glucose. Customer stated that she rotates her site and changes her set every 3 days. Customer was advised to start changing every 2 days. Customer stated that sometimes there are air bubbles in the tubing. Insulin pump will need to be replaced due to low battery and backlight issues.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.